Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock one week post implant, from this electrode. The patient was admitted to the hospital, and troubleshooting maneuvers where completed, and could not recreate episode. A technical service (ts) consultant reviewed device data, confirming oversensing of noise, and 1 inappropriate shock in the primary vector. The physician stated they believed this was due to air entrapment in the header of the subcutaneous implantable cardioverter defibrillator (s-ICD) device and around the header. Ts provided recommendations for programming device to secondary vector, x-ray imaging and a latitude home monitor. The patient was discharged, and the physician will monitor the patient closely. No additional adverse patient effects were reported.